Event description:
End user called in and stated that she had fallen from her wheelchair twice. She claims the second time she fell, she sustained injuries to her wrist. She went to the hosp. Seriousness of injury to wrist is currently unk. She claims the first fall from the chair was the result of end caps that had fallen out or because they were not properly attached to the chair. She does not know what caused the second fall. She also stated the brakes are failing on the chair.

Manufacturer narrative:
Product has not yet been returned to the MFR for eval and it is unk if or when MFR may have the opportunity to evaluate the device. MFR does not have all the details of the event at this time to complete our investigation.